Manufacturer narrative:
Findings: no ramping numbers noted. No moisture damage noted on the electronic assembly or motor assembly. No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 170 mg/dl. The customer stated buttons are not responding at all. The customer stated that she was sweating and the device got wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.